Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, upon interrogation the right ventricular lead exhibited oversensing. The noise could not be reproduced with isometrics or pocket manipulation, the patient was sent home. The patient was stable before, during, and after the device interrogation and will continue to be monitored. No intervention or reprogramming had been reported.